Event description:
A customer observed higher than expected ammonia results, for three patient samples, using the vitros 250. The patient sample amon results in question were not reported out of the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the customer experienced higher than expected ammonia qc results and patient sample results post calibration. The user documentation for the vitros 252 chemistry system and ammonia reagent indicates that a calibration should be verified by obtaining acceptable qc results prior to processing patient samples. User error is the root cause of this event.